Manufacturer narrative:
Zimmerbiomet complaint number (B)(4). Date of birth unknown / not provided. Weight unknown / not provided.

Event description:
It was reported that the implant was removed due to fracture. Tooth location 8.

Event description:
No further event information is available at the time of this report.

Manufacturer narrative:
Zimmerbiomet complaint number (B)(6). An imp,tsv,3.7,13,mtx,mg (item # tsvtb13) was received for investigation (image 1-3). Visual inspection of the as returned product identified a fracture at the collar. There was significant gouging around the external threads, and the collar, likely from the retrieval process. DHR review was completed for the subject lot number (63042879). It was confirmed that all operations and inspections were executed as per applicable procedure. No deviations or non-conformance, which could have caused or contributed to the reported event was noted as part of the DHR. Lot was inspected and passed all acceptance criteria by qa. Complaint history review was performed for the reported lot number (lot # 63042879) for similar event and no other complaint was identified. December post market trending was reviewed and there were no actionable events or corrective actions for the reported event (implant fracture) or device (tsvtb13). Therefore, based on the available information, device malfunction had occurred and the reported event was confirmed. No further investigation or immediate CAPA/hhe/d escalation is required, as the complaint investigation did not confirm the product was nonconforming at the time of distribution, and no new failure mode, harm, or hazardous situation was identified through the investigation performed.